Event description:
Customer family member believes the glucose device is bad. The customer tested and received a result of 116mg/dl. The family member noticed customer was jerking and family member tested the customer's blood glucose again with a result of 116mg/dl. Family member tested them on a different device and received a result of 54mg/dl. Family member gave customer juice to drink. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.